Manufacturer narrative:
The insulin pump was received with no button response due to corrosion on the electronic assembly. Analysis was unable to perform the displacement test due to no button response. No moisture damage was found on the keypad assembly, motor, or force sensor during visual inspection. The insulin pump was also received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had crack. It was also reported that the insulin pump was hit. The customer's blood glucose was 9.5 mmol/l at the time of incident. The insulin pump was returned for analysis.